Manufacturer narrative:
(B)(4). (B)(6). Information was provided by the manufacturer. All pertinent information available to abbott medical optics has been submitted.

Event description:
(B)(6) center reported scratch/pit on the cone (lens) issue with an intralase patient interface (pi) after the patient was applanated. It was reported that the procedure was completed successfully by switching out the pi. There was no loss of procedure reported. There was no patient injury reported and no surgical intervention was required. This report is two (2) of two.

Manufacturer narrative:
Visual inspection/product testing was not performed as the complaint device was not returned for evaluation. Therefore, the reported issue of scratch could not be verified. A manufacturing process record review for the patient interface (pi) intralase procedure pack was performed; no non-conformance reports/ discrepancies/ deviations for similar issues were found during the manufacturing record review. The product was manufactured and released according to specifications. A review of the manufacturing controls show the instructions require 100% visual inspection of the gripper for damage and deformation and improperly seated gripper / seal rings before vacuum testing. The gripper is inspected for the locking clip to be in the correct/open position. The locking clip should not touch and should not be higher (angle) than the adjacent leg. The instructions also require 100% vacuum testing in order to prove the suction. A product complaint history review was performed. No deficiency was identified. The documentation shows that all intralase procedure packs in this production order were released within specification when this manufacturing lot was completed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.